Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had explained that drawer 4.2 on the main station was not detected on the bus and could not be recovered. A field service engineer (fse) inspected the drawer and, after shutting down the station, found that the retractor band had cut into the cable at the back of the drawer. This issue was due to the legacy half-height drawer¿s retractor band snapping and damaging the cable. The fse successfully replaced the affected component and tested the drawer using the hardware testing application. The drawer was fully functional without any issues or delays, and the customer confirmed satisfaction with the repair. The storage space was successfully recovered, and no malfunctions were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie was not opening and half height drawer was on recovery, unable to open and jammed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.